Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that ablation was necessary following an infection. Additional information has been requested.

Manufacturer narrative:
Investigation completed 12 jan 2018. A failure analysis from the reported event is not possible. No catalog and lot number was provided for evaluation and it is unknown if the unit will be returned for evaluation. No assignable causes that could be associated to the reported condition were found in the duragen manufacturing or packaging process based on the review of current practices, scars, capas, and ncrs history. The reported condition described as ¿duragen plus removed due to infection¿ could not be confirmed. Complementary information received on 15 jan 2018: the surgeon called the sales representative for technical question regarding the way to remove duragen as he needed to have access to the infection to treat it. The patient has an infection but the surgeon does not think that the infection is linked to duragen.